Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when did the needle break during handling prior to use on patient? Did the needle fall into the patient? No. Does a piece of the needle remain in the patient¿s tissue? No. Did this issue contribute to any patient adverse event? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unknown.

Event description:
It was reported that a patient underwent a surgical procedure after labor on (B)(6) 2024 and suture was used. During the procedure, the needle broke. Another like device was used. The procedure was prolonged by 1 to 5 minutes. There were no adverse patient consequences. Additional information was requested.